Event description:
On (B)(6) 2012, two stents were placed in the right sfa; 1x ziv6-35-125-7.0-120-ptx and 1 x ziv6-35-125-6.0-120-ptx. On 24 jun 2014 the physician confirmed occlusion where the complaint stents were implanted. Worsen rutherford was observed on the pt. Stent placement was performed against this. As per the above description of event received, two devices are involved in this incident. An additional separate report will be submitted inr elation to the other device reported - report reference number 3001845648-2015-00001.

Manufacturer narrative:
PMA/510(k)#: p100022 and s001. (B)(4). This investigation addresses the complaint device ziv6-35-125-6.0-120-ptx of lot c777371. The device was implanted in the pt therefore is not available for eval. With the info provided a document based investigation was carried out. Additional info has been requested in order to determine whether the reported event relates to an occlusion due to thrombosis or occlusion due to restenosis. However, no other info has been provided to date. According to info provided, stent placement was performed against the re-occlusion. No imaging and no other info was available to support the complaint investigation. As no imaging was available, the complaint is confirmed based on customer testimony. From the available complaint info, it is reported that worsen rutherford was observed on the pt. Worsen rutherford indicates progression of peripheral artery disease. Progressing disease and/or restenosis process is the most likely cause of the re-occlusion and it is very unlikely that the reported event could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. It may be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. Also worsened claudication/rest pain and restenosis of the stented artery are known potential adverse events associated with the placement of this device. A review of the relevant mfg records revealed no discrepancies that could have contributed to this complaint. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Qual engineering will continue to monitor complaints of this nature for potential emerging trends.